Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the door did not open and automatically displayed a message stating that maintenance support was required. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door had failed to open. A field service engineer (fse) performed a t-shot and found that the latch connections had oxidized. The connections were cleaned and treated, and testing was resumed with no further issues noted. The user verified proper operation through inventory counts, confirmed all bus and cable connections, and validated door and latch functionality. The door was successfully returned to service. The system functioned as intended after the field service engineer repaired the device.